Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that one reload was pre-fired. The jaws of this reload were open. There were staples protruding from proximal staple cartridge channel. Microscopic evaluation noted that this reload had damage to the cutting edge of the knife blade. Visual inspection of the second reload noted that the reload had a full staple complement. No visual abnormalities were observed. Pmv performed functional testing. The reload was loaded into a post market vigilance instrument for functional testing. For the pre-fired reload, the interlock was overridden. Both reloads were cycled without hesitation or binding and were applied to test media. All staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hand assist sigmoid colectomy procedure, the surgeon decided to use a black reload and when the first reload was clamped on tissue, green button was pressed, black handle was then noted to be difficult to squeeze to begin firing sequence. The handle had been pulled continuously and it cracked(teeth of the handle broke). The reload and handle were replaced, but the same issue occurred. A purple reload was used and it worked properly. There was no patient injury.